Event description:
Reportedly, the surgeon activated the device on the inferior mesenteric artery. After the third seal, the jaws would not open since the ratchet did not return. The surgeon clipped the tissue and removed the device from the cavity. There was no report of bleeding and the device was used properly after cleaning the jaws. The patient is in good condition.